Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45-day follow-up transesophageal echocardiogram (tee) imaging procedure. The tee imaging showed that the device did not seal. There was a 7mm leak that was present. No treatment or intervention was performed. The patient did not experience any complications or consequences as a result of this event.

Manufacturer narrative:
B3 date of event - estimated as 45-days post implant.